Event description:
On 10/01/1997, the manufacturer's sales representative was informed by the facility's central vascular coordinator that this patient has had trouble with this device for approximately a month. It appears they have been unable to aspirate or infuse via the device. The patient's oncologist requested that the device be explanted. On 10/01/1997, the device was explanted and replaced with another MFR's device. No further details were provided at this time.

Manufacturer narrative:
The device has been returned to the MFR and has been analyzed as follows: visual and microscopic examination of the device revealed that the device septum showed normal usage with no internal damage; however, a few holes were noted in the device septum surface. A material consistent with blood appeared underneath the device septum. Longitudinal slits, compression marks, discoloration and irregularly cut material were seen on the preattached device catheter approx 2 1/2" from the device connection site. The damage seen on the preattached device catheter appears to be characteristic of "pinch-off sign." Some resistance was felt while flushing this device; however, the device was found to be patent. Flushing and aspirating this device revealed that the device functioned as intended. Leak testing of the device confirmed that the device only leaked at the damaged area of the catheter. A trend analysis was performed on similar incidents for this cat/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Therefore, based on the info available and the results of the MFR's analysis of the device, the report that "they were unable to infuse or aspirate via the device" could not be confirmed. However, the MFR's analysis did reveal damage to the device catheter characteristic of "pinch-off sign" which seems to indicate that anatomically induced repetitive clavicular compression appears to have caused the damage found on the device catheter during the MFR's analysis of the device. The customer will be forwarded an article exclusive to "pinch-off sign" for their review. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.